Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. This issue occurred during a diagnosis procedure which was delayed (<20 minutes) and completed by restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed that the wired footswitch didn¿t work and there was no fluoroscopy. Review of the system log file shows that x-ray is not possible. Rse found that the issue is with wired footswitch. Rse suggested to replace the wireless footswitch. To resolve this issue, customer replaced wired footswitch. After replacement of wired footswitch, system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.

Event description:
Good morning, we have fd10/10 sn: (B)(4), (B)(6) hospital. The customer complains that on (B)(6) 2023 few times the footswitch didn¿t work and there was no fluro. Attached the log. Please advise. Best regards, (B)(6). It has been reported to philips that a few times the footswitch didn¿t work and there was no fluro. It is unknown if the device was in clinical use. Philips has started an investigation of the complaint.